Event description:
It was reported that during an unspecified stent placement procedure, resistance and deployment difficulties were encountered. The lesion was located in the left main bronchus. The ultraflex tracheobronchial 10mm x 3mm stent delivery system (sds) was advanced to the lesion. Upon pulling the deployment suture, approximately 1 cm of the distal end of the stent was only able to be deployed. The physician attempted to pull the deployment suture again, however, resistance was encountered and the deployment suture began to break. The sds was able to be removed and the procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as 'stable".